Manufacturer narrative:
Summarized patient outcomes/complications of triclip were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation. Complications reported included single leaflet device attachment; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Based on the information reviewed; there is no indication of a product issue with respect to manufacturing, design, or labeling. Therefore, no corrective action is required.

Event description:
The article "single triclip steerable guide for combined mitraclip and triclip transcatheter edge-to-edge repair (stric-teer): a multicenter experience" was reviewed. The article presented a prospective multi center study, to evaluate a novel approach¿using a single triclip sgc for combined mitraclip and triclip teer (stric-teer). Devices mentioned include mitraclip and triclip. The article concluded that this multicenter experience suggests that using a single triclip sgc for combining mitraclip and triclip teer is safe and effective. [The primary author and corresponding author was adam sung at cardiovascular research center, college of medicine, national yang ming chiao tung university, taipei, taiwan with corresponding email: mr.sungsh@gmail.com]. The time frame of the study was january 2023 to march 2025. A total of 40 patients were included in this study, of which 40 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included atrial fibrillation. (B)(6), unk mitraclip. Peri- and post-procedural complications included single leaflet device attachment. (B)(6), unk triclip. Peri- and post-procedural complications included single leaflet device attachment.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.